Event description:
The account stated the head section of this bed has a very slow drift.

Manufacturer narrative:
The account maintenance stated, there was play for the up movement of emergency trend pedal, but the CPR had no play and it felt like may be activated. The account replaced the CPR valve to repair the bed.